Manufacturer narrative:
H6: evaluation codes updated device evaluation: one device was received. Customer reported complaint was able to be confirmed through visual inspection. The dso seal was replaced. Device passed all functional testing. Service history identified that no previous repair has been noted in the last 12 months.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a delaminated downstream occlusion (dso) seal. The problem was discovered during testing. There was no patient involvement.